Event description:
The patient has two leads from the same lot. It was reported the cervical lead has migrated and shows invalid contacts. In turn, the patient is unable to receive effective stimulation. Reprogramming attempts to provide effective stimulation have been unsuccessful. A lipoma that was near the lead was removed but effective stimulation could not be provided afterwards. The patient may undergo surgical intervention on later dat. At this time, the patient will treat his neck pain with medication.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.